Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens, diopter -9.50 into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018, the lens was exchanged for a longer lens due to low vault. The problem was resolved.

Manufacturer narrative:
Additional information: device evaluation: product evaluation found the lens returned dry in a micro centrifuge vial with residue on lens. Visual inspection found the lens had a curved shape and residue on lens (B)(4).